Event description:
It was stated that the insulin pump had a blank display. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. The insulin pump also had a scratched window display and keypad.